Event description:
Hospital alleges that doctor was performing a shoulder arthroscopy when burr head broke off in pt. Doctor located it via c-arm and switched to an open procedure to retrieve burr head. He then completed procedure with no other impact on pt.

Manufacturer narrative:
The burr head is broken off on the distal end when it attaches to the end of the shaft. There is one broken edge on the burr head, but other than that the burr was in good condition and conformed to correct dimensions. Hardness test was conducted and instrument found to be within specifications. In an attempt to duplicate the breakage, a run test was performed on a burr from the same box with the same lot#. During this test, significant side load pressure against artificial bone was applied with no effect. Torque testing was also performed and burr head broke off at 13.9 lbs. The only way the MFR could cause this kind of breakage was by placing tip of burr into a hole in the artificial bone that was slightly larger than burr head and when lever-type downward pressure was applied, the burr head broke off in the same location.